Event description:
It was reported that the customer was transported to the emergency room (ER) and was subsequently hospitalized due to a blood glucose(bg) level of approximately 476 mg/dl. The customer attempted to self treat elevated bg by drinking alkaline water, vegetable juice with salt, administering a correction bolus, and supply change. Upon hospital/ER admission, the customer was treated with intravenous fluids. System check with tandem technical support confirmed that the pump was functioning as intended. The customer was released from the hospital on (B)(6) 2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.